Event description:
It was reported by the distributor that the vns patient passed away from sudep on (B)(6) 2014. The patient was found dead in his bed by his mother. The patient has a history or nocturnal seizures and febrile seizures. An autopsy was not performed. The patient was receiving vns therapy at the time of death, but it is not believed to be related to the patient¿s death. The device was not explanted and no device issues were reported.

Manufacturer narrative:
Okanishi t, and fujimoto a. (2017). Insufficient efficacy of vagus nerve stimulation for epileptic spasms and tonic spasms in children with refractory epilepsy. Epilepsy research 140 (2018) 66-71. Doi: 10.1016/j.eplepsyres.2017.12.010.

Event description:
A research article comprised of data from a hospital's study of efficacy for pediatric vns patients implanted between december 2010 and may 2015 was received. Within the article, it was reported that two patients' data was excluded from the study due to one patient death during the monitoring period and one patient infection preventing the patient from continuing with vns. Clarification received from the physician indicated that the death and infection had previously been reported to the manufacturer, and the provided patient identifiers aligned with the report of patient death caused by sudep captured in this report. The reported infection is discussed in MFR. Report # 1644487-2013-03225. No additional relevant information has been received to date.